Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : d.9., h.3., h.6. Device evaluation: visual analysis of the returned device identified one extended opening and fold creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified one sharp opening. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: one sharp opening in the side posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.